Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the restart of the device resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported issue was confirmed on provided photo. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to software.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).